Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the reservoir is damaged. The customer states the plastic piece that holds the reservoir in place is damage and is holding in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip almost completely broken off and test reservoir did not lock or click into the reservoir tube properly. Also, had missing reservoir tube o-ring, cracked case at reservoir tube window corner, reservoir tube window and minor scratched display window.